Event description:
Report: (B)(6): llt codes: 10039020: rhabdomyolysis ; narrative: patient with history of right ankle hardware associated infection. Underwent excisional debridement of wound, followed by split thickness skin graft application after another debridement with anterior tibialis tendon resection. Patient was on vancomycin, cefepime, and metronidazole for 6 weeks before being transitioned to chronic oral suppression with doxycycline and augmentin. Patient had gi complications with oral regimen and was switched back to IV regimen of vancomycin and cefepime for 2 weeks when hospitalized for pe. Soon after, patient had a rise in scr from baseline so regimen was discontinued due to nephrotic syndrome. A few weeks later, patient developed infectious lymphadenitis. This along with infected hardware were treated with daptomycin, on which he developed rhabdomyolysis. Isotonic 1\ fluids were given and cpk started to downtrend. Patient was discharged 4 days later. I narrative 2: other relevant hx: accession [uid]: wno 24 71s [7224000719]. Received: apr 12, 2024 at12:33, collection sample: biopsy, collection date: (B)(6) 2024 12:09, site/specimen: tissue provider: (B)(6).